Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the valved trocar cannula leaked during a procedure. The procedure was completed without product replacement. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Three opened assemblies were received in a small parts tray, along with other items, for the report of leaking. The returned samples were visually inspected. Two samples were found conforming and one sample was found non-conforming with an open valve. The conforming samples were then tested for leaking and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).